Event description:
Information received with return of the explanted device does not address the patient's clinical status but notes that initially, high capture thresholds were observed. The lead was repositioned with acceptable numbers obtained. After reconnection, no pacing was seen and lead impedance was >2000 ohms. A new lead was implanted, but still there was no pacing. The device was flipped over and it began pacing. It was flipped over again and the pacing stopped.